Event description:
It was reported that during thr, the r3 variable angle drill guide broke during drilling hole in r3 shell, inside the patient. The procedure was finished using a smith and nephew back up device, with no surgical delay and no injury to the patient.

Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. A visual inspection of the returned drill guide confirms the tip of the device broke off. The broken piece was returned with the device. The instrument was manufactured in 2009. The instrument exhibits signs of significant use and wear. A medical investigator was conducted and per complaint details the r3 va drill guide broke during drilling hole in r3 shell; however, there was no patient injury/harm or surgical delay reported. The product evaluation confirmed the breakage and the fractured portion was returned with the instrument. Based on the information provided, there is no suspicion of a retained foreign body, there was no reported patient harm/injury or surgical delay as the procedure was reportedly finished using a smith and nephew back up device. Patient impact beyond the reported breakage and use of a backup instrument is not anticipated as no injury or surgical delay was reported. Therefore, no further medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.